Event description:
It was reported that during the coronary procedure, the 2.5 x 12 mm xience alpine stent delivery system was advanced into the patient anatomy and was unable to cross to the target lesion due to the patient anatomy. The device was removed and resistance was noted during withdrawal, possibly due to either the patient anatomy or interaction with the guide catheter. Upon removal, it was noted that the hypotube of the device had "unraveled", described as stretched and twisted. Additional pre-dilatation was performed and a second xience alpine was implanted at the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The twisted/stretched shaft was unable to be confirmed; however, there were several bends noted to the hypotube which is likely the damages reported. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.